Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced performance issues with the device as it was not working approximately two weeks after initial post-implant activation. The issues led to a surgical intervention during which fluid loss was noted in the pressure-regulating balloon. It is believed that the device may have been punctured with a needle; although, the source of the fluid loss was not confirmed. The entire aus was removed and replaced. There were no additional patient complications reported.